Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last 2026. Block d2b: lgw, qrb. Block d6b: 2026. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 15527909 UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.